Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight feature of the external pulse generator (epg) will not light. Troubleshooting was attempted without success. The unit has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed customer comment that the backlight feature of the external pulse generator (epg) will not light. Display wire connector not seated properly. Re-seated display wire connector, backlight illuminated. Keypad flex is damaged. Display wire is pinched, wire insulation not compromised. One case screw is contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. Inspected electrical and mechanical parts. Re-calibrated and functionally tested. Passes final qa tests. If information is provided in the future, a supplemental report will be issued.